Event description:
It was reported that t:slim x2 pump battery would not charge even though pump previously showed full charge before troubleshooting began. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter with a working outlet and had already tried leaving adapter plugged in for at least 30 minutes, and technical support advised customer to continue monitoring pump and call back if issue persisted, with no additional outcome information provided.